Manufacturer narrative:
Device evaluated by MFR: complaint evaluations performed on the two (2) returned samples (25+ ultravit) resulted in the following findings: a visual inspection deemed both samples as conforming. Functional inspection of both samples showed that they actuated properly but would not cut tissue. The probe was disassembled and the components inspected. Both samples exhibit what seems to be surgery residue. Sample a - the inner cutter exhibited significant wear on the surface and cutting edge (reshaped) indicating the probe may have been used extensively. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probe. Sample b - the inner cutter exhibited significant wear on the surface indicating the probe may have been used extensively. The significantly worn/damaged inner cutter has affected the cutting ability of the probe. Device history record for this complaint could not be reviewed, no component lot number was identified with this complaint. The product evaluation determined the root cause was damaged cutting edges. Sample a - significant wear and nick on the inner cuter surface and cutting edge indicates that the probe may have been initially working properly and only damaged sometime during surgery. Sample b - significant wear on the inner cuter surface indicates that the probe may have been initially working properly and only damaged sometime during surgery. Probes are 100% visually and functionally tested during manufacturing. A nonconformance (example, ¿cut failure¿) would have been detected during assembly and testing and subsequently removed from the lot. Furthermore, the worn/nicked cutting edge indicates that the probe had been initially working properly until the cutting edge was damaged. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that poor cutting was experienced with a vitrectomy probe during a procedure. The issue was resolved after the probe was replaced. There was no patient impact reported.